Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 8.5 mm from the distal end. There was scratch around the broken point. The tissue pad of the subject device was worn and partially torn. But there was no missing part. The grasping section had a mark contacted with the probe. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). Also, it was known that the contact mark and the crack occurred when the user kept activating output of the device with the worn pad, which caused contacting between the probe and the non-insulated area of grasping section, and besides the probe was broken off when the probe was subjected to a load. The instruction manual of the device has already warned as follows: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a hepatic segmentectomy, the subject device was used. Probe damage error, seal & cut short circuit error, seal short circuit error and open circuit error occurred. The intended procedure was completed with another device. There was no patient injury reported. On september 5, 2018, olympus medical systems corp. (Omsc) found that the probe was broken off. This is the report regarding the breakage of the probe.